Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652, ra lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance. No intervention has taken place or been planned. It was also reported that the right ventricular (rv) lead exhibited high pacing impedance and over-sensing with noise. Intervention took place for the rv lead and the pin and set screw were re-positioned and tightened in the header of the device. The device and leads remain in place. No patient complications have been reported as a result of this event.